Event description:
The pt contacted animas alleging that the pump was not responding to up arrow button presses. The pt claimed that the up arrow button was stuck and not springing back. He also claimed that it would take several attempts to stop programming. The pt denied that the device was exposed to water or suffered physical damage.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently responding to up arrow button presses. The keypad was also found to be torn near the up arrow button. Also, the up arrow button contact was found to be inverted.